Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Nitrous is coming out the pressure valve. Order: (B)(4). Ref (B)(4). 1216677-2020-001477, wallach ultra freeze, 900076, (B)(4).

Event description:
Nitrous is coming out the pressure valve. Order: (B)(4). Ref (B)(4). 1216677-2020-001477 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation : x-review DHR , x-inspect returned samples . Analysis and findings : complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 4/7/2017 under wo #(B)(4) and shipped on 9/15/17. Manufacturing record review: DHR 205689 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit has a compromised bottle. Root cause: a compromised bottle is in reference to loss of vacuum. As there is no longer an insulating later in the double walled bottle the liquid nitrogen boils off through the path of least resistance which defaults to the pressure relief valve set to 10 psi +/- 2 psi. This failure is attributable to impact damage to the bottle portion of the device. As this unit was in service for 3 years until the failure manifested the root cause is being attributed to handling error. *was the complaint confirmed? Yes . Correction and/or corrective action : the unit was fitted with a new bottle, tested to specifications and returned to the customer under warranty. None . Reason: no further training required at this time. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.